Manufacturer narrative:
A steris service technician inspected the unit and identified that the control board required replacement. The technician replaced the control board and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that after the v-pro sterilizer is powered on, the cycle count for the vaprox cup is not recognized. No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.